Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
Complaint no: (B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for potentially associated lot numbers gd893446, gd893305 and gd893164 and no exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. This is report 3 of 4 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from the nurse in the USA of peritonitis in a patient coincident with dianeal ambuflex therapy for peritoneal dialysis (pd). Therapy with the dianeal ambuflex was ongoing. During a call with baxter customer service, the following information was provided. On an unreported date, the patient developed peritonitis and was later hospitalized for the event on (B)(6) 2012. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with vancomycin and fortaz for the peritonitis. The patient was not retrained on aseptic technique. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.